Event description:
It was reported that during lead repositioning after a dislodgement, a set screw was stripped. The ICD was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was found to be silicone, septum material found inside of the rv/svc df-4 set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity, which caused the field event.